Event description:
It was reported that the 2.5 x 28 mm xience xpedition stent delivery system (sds) could not cross the target lesion due to the anatomy and when removed from the anatomy there was slight resistance felt. There were bent struts on the distal end of the stent implant. Additional dilatation was performed and the procedure was completed with another 2.5 x 28 mm xience xpedition. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent implant damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.